Event description:
It was reported the display is damaged. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) lens was broken. It also found the upper and lower case halves, both bail covers, the lead flex cover and the battery drawer were broken, the battery contacts were compressed, one bail was missing, the serial number label was torn, and the encoder flex was out of specification, creased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.